Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the service finding that the display is partially illegible. The unit was triaged and the customer¿s reported condition was confirmed. The unit showed excessive damage which may be due to customer misuse. The main printed circuit board was replaced as the lcd display has lines through it. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-09-05. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on 2017-08-23, the service tech found lines on the display causing the display to be partially unreadable.